Event description:
It was reported that the field representative reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received a shock. The patient was asymptomatic prior to the shock. The field representative suspected that it was due to noise or some abnormal rhythm that appears to resolve post shock. The physician wanted to know if the sensing vectors change post shock. Technical services discussed the sense vector does not change unless if post shock pacing is on and is deemed necessary. Additional information was requested from the field representative however, no further information was obtained. At this time, the device remains in service. No adverse patient effects were reported.